Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They found that the rotor was not working properly. The rotor motion controller was replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The motion controller was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: bi71000444. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was something functionally wrong with the system. The system would block during functioning. No patient was present at the time of the event. Additional information was received stating that the system has some difficulties during the rotor motion. The system was still functional.

Manufacturer narrative:
The manufacturer representative returned to the facility. It was reported that the power conversion enclosure, power tray and gantry motion controller were replaced. The imaging system then passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000176, serial/lot #: fq3l7 ; product ID: bi71000195, serial/lot #: iec 160427263 ; product ID: bi71000180, serial/lot #: (B)(6) ; product ID: bi71000444, lot/serial #: 081620701 h3) the power conversion was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination, usability inspection and examination of a similar product the reported issue was not confirmed. The enclosure power conversion passed bench test and installed then it was installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images was successful. No failure found. Eval code method 10 eval code result 213 eval code conclusion 67 the power tray was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. Varified both fuses in the power tray tested good. It was installed into a known functional system. The system powered on, booted, readied several times and functioned as expected. Multiple 2d and 3d imaging were taken and successful. No functional problem found. Eval code method 10 eval code result 213 eval code conclusion 67 the motion enclosure was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. It was installed into a known functional system. Motion calibration performed and passed. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images was successful. While system idle, it was confirmed that motion disabled. Intermittent enclosure motion control issues. No failure was found. Eval code method 10 eval code result 213 eval code conclusion 67 the control box was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. It was installed into a known functional system. The system initialized. Motion calibration was performed and passed. Motion, generator, communication and charging readied. 2d and 3d image was successful. No failure was found. Eval code method 10 eval code result 213 eval code conclusion 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.